Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the issue (foreign material) is not possible to identify when the foreign material attached to the scope. The following were also noted: detached adhesive on the bending section cover, low angle, scratched switch button one, switch box, universal cord, video cable, and deformed plug unit. The investigation is in process. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation. There was no patient involvement.